Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "double beep". Visual inspection revealed pump to be in damaged condition with a cracked front and rear housing. Inspection of the pump's event log revealed no evidence of customer's reported problem. The moment the device was powered up, the device started double beeping. The downstream sensor was replaced. The old style upstream sensor was replaced. The cracked front and rear housing and the clock battery were replaced. What caused the reported problem was the downstream sensor. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.